Event description:
It was reported that low r waves were observed. Lead strain was seen under fluoroscopy, the svc coil was pulled back. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.